Event description:
Four years following bilateral intraocular lens (iol) implant surgeries, a consumer reported she has not been able to see since the first eye was done. She reported her vision has been worse than before her implant procedures. The consumer stated her surgeon tells her that the lenses look fine and there is nothing more they can do. She has tried five pairs of glasses and none of them correct her problem. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 05/10/2011, 05/11/2011, and 05/24/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).